Event description:
The caller reported, the pt was performing a routine change of his tube and the replacement tube did not fit correctly. When the pt attempted to remove the new tube, it could not be deflated. The pt went to a hospital to obtain another replacement tube and then went home. The pt then removed the tube with the cuff still inflated and inserted the replacement tube; there was bleeding and then it stopped.